Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the lifevest. The patient's physician determined that the irritation was due to allergies and allowed the patient to end use of the device. The patient reported that the irritation was improving since ending use.